Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of implant failure and no indication that the implant was out of specification. The most probable root cause for the pain complaints could not be determined. The most probable root cause for the instrument breakage is operator misuse. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 154274, mfd. 03/08/13, expires 2018-03, UDI (B)(4). 2nd (second): ifuse implant, p/n 7035-90, lot# i0252, mfd. 12/15/12, expires 2017-12, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7030-90, lot# 8175003938010, mfd. 10/11/12, expires 2015-10, UDI (B)(4). Instrument: threaded impactor, p/n 500626, lot ti16d007.

Event description:
In (B)(6) 2013, the patient had a right side si joint arthrodesis where three implants were placed. The patient did not have pain relief following the initial procedure. The surgeon thought that there may be pseudarthrosis of the joint and decided to remove all of the implants. The surgeon did not think that the implants were loose or not in the correct positions. In (B)(6) 2017, the surgeon performed a revision surgery where he first removed the most superior implant using osteotomes because the implant was solidly fixed in bone. He then attempted to remove the second implant by threading an impactor into the implant and used a mallet to try to back the implant out of the joint. The impactor was not designed to be used as an implant removal tool. The tip of the impactor broke off inside the implant during the attempt because the implant was solidly fixed in bone. The surgeon decided to leave the implant with the broken tip inside of it inside the patient. The surgeon did not attempt to remove the third implant. There is very little risk with leaving the broken tip in the patient as the entire threaded impactor is made of the same titanium alloy as the implant itself and the broken tip is completely contained inside the implant with no part of it protruding into surrounding tissues. The status of the patient following the procedure is unknown at this time.